Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for device damage because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the user encountered resistance during insertion and prevented advancement of the sheath. The sheath and guidewire were likely kinked during insertion and this led to the guidewire unravelling during removal. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
B3: date of event: september 2024. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw (B)(4). The event description states that an 8f pinnacle sheath was difficult to insert into the right internal jugular (r ij) vein. Upon removal, the wire was found to be unraveled, and the sheath was crumpled and bent. The equipment was saved for further examination. The therapies being used on the patient at the time of the event that may have caused or contributed to the issue are not known.